Manufacturer narrative:
This report is submitted on december 12, 2019.

Event description:
Per the clinic, the patient experienced a buzzing sound and an extrusion of the electrode into the outer ear. The implant remains in-situ.